Manufacturer narrative:
MDR retraction: the initial MDR with manufacturing report number (8021545-2024-04393), was submitted on 10-nov-2024. However, based on the description of the event, it was found that the adverse event was not infusion set it was due to antibiotic treatment. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. Additional information - this MDR is being submitted to include the below: b5: describe event or problem h6:health effect - clinical code (e) health effect - impact code (f) medical device problem code (a)

Event description:
There was no harm reported with this complaint since patients receiving subcutaneous infusion therapy for parkinson's disease, specifically foslevodopa-foscarbidopa, have been associated with infusion site reactions. Clinical data indicates that these adverse events are primarily attributed to the medication. Hence, no malfunction/ no harm reported.

Manufacturer narrative:
E1: patient country: italy. Since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4) event occurred in italy it was reported that patient faced redness on infusion set site and treated with antibiotics. No further information available.